Event description:
It was reported that the "battery is dead for the third time." Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).